Manufacturer narrative:
Three decontaminated samples with lot number 625092164x were received for evaluation. After performing functional inspection, the condition reported was confirmed; there was leaking into connector kangaroo (kangaroo¿bushing). The DHR file was reviewed indicating that product was released meeting all quality standard requirements. The most likely root cause that may cause this condition could be a workmanship issue during the manufacturing process such as lack of solvent during the bonding process, lack of solvent generated by dispenser when the application is performed without guide pin. The following corrective and preventative actions had been taken: the personnel involved in the process were notified about the reported condition, a quality alert for occlusion was posted on the area to notify the personal and prevent the condition, the sampling plan was changed from simple to tight, quality inspection is being performed after 12 hrs. Of manufactured lot, a randomly inspection of 20 ea on all totes is being performed by quality control, the pin of the dispenser was verified to evaluate if it needed adjustments to reduce possibility of solvent application and a quality alert was posted to verify the pin at each beginning of shift. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that post-priming, it was found that three microbore extension sets were found to be leaking at the ports/from the purple attachment. This was discovered while preparing to give nutrition and the set was replaced to feed the patient. No patient details were given.

Manufacturer narrative:
Submit date: 03/14/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that post-priming, it was found that three microbore extension sets were found to be leaking at the ports. At the time of discovery, the sets were not connected to any devices that would involve power. No patient injury or involvement.